Event description:
(B)(4). After having them placed on (B)(6) 2013, within a month I started experiencing constant pelvic pain, vaginal irritation, heavy menstrual bleeding, fatigue, migraines, emergent urination, dizziness, constipation, general weakness, pain during sex, and left leg numbness. When addressed with the doctor I was informed that essure doesn't have side effects it must be something else, but they haven't been able to find anything else wrong with me that would cause this.